Event description:
A blood leak occurred between the blood line and the patient catheter. The patient losted approximately 500cc of blood; blood pressure dropped and he was given saline. No blood transfusion.

Manufacturer narrative:
Performance testing was performed. The arterial/venous pressure sensor was operating within manufacturer's specifications.